Event description:
User opened the package, advanced the device into endoscopy channel and installed. User adjusted the sheath length and determined the needle advancement length as well, but found out the needle cannot be advanced and there is a kink mark at 3cm from handle. User then retracted the device from patient and changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Handle end (3cm from handle end). Please describe the location in the body for the intended target site (pancreas, stomach, etc): pancreas. Please describe the size of the intended target site: 1.2cmx2.0cm. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 0. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. With another same device to complete the procedure.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device on 09th january 2023.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on the 04-aug-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of unknown lot number of echo-25 was returned opened in the wrong packaging. The device related to this occurrence underwent a laboratory evaluation on 09 january 2023. Visual inspection: - needle returned with needle advanced out at the end of the sheath - proximal kink observed just below sheath extender. Functional inspections: - sheath extender unable to advance. - needle handle retracted to position 0 and needle retracted. - needle handle able to advance with slight difficulty. Manufacturing records: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown instructions for use and/ label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the endoscope being in a flexed or twisted position as detailed by the customer in the additional info provided "5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes" causing the needle to be over torqued causing the needle to kink proximally below the sheath extender. A CAPA (pr (B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.